Event description:
During an orif of a humeral fx, a small piece of the distal portion of a 3.2 mm synthes bone tap broke off and was retained in the pt's bone. The device was unable to be retrieved. It is not able to be determined at this point if this incident has or will contribute to the pt's course during their hospitalization.